Event description:
Boston scientific crm received information that this dextrus right ventricular (rv) lead exhibited a conductor fracture. In a revision procedure, the lead was explanted and successfully replaced by a new lead. No adverse patient effects were reported.